Event description:
The customer contacted beckman coulter for quality control (qc) related issues. During troubleshooting, beckman coulter customer technical support (cts) discovered the customer had shared total thyroxine (tt4), beta human chorionic gonadotrophin (bhcg), and ferritin reagent packs involving access 2 immunoassay systems. Beckman coulter cts advised the customer to remove the shared reagent packs from the system and review previous patient results. The customer has not reported any erroneous results. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Reagent pack sharing between systems can potentially cause erroneous results. Product labeling indicates reagent packs cannot be shared between diagnostic systems.